Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined. However, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that there was a breach in the packaging resulting in incomplete sterilization of the contents. No patient interaction or injury to report.

Event description:
Initial MDR submitted in error. Upon further evaluation, the reported packaging anomaly does not represent a breach of sterile barrier and is therefore not reportable.

Manufacturer narrative:
Upon further evaluation, the reported tyvek peeling was determined not to represent a breach of sterile barrier. The defect was created either during internal cutting operations or through external handling at the customer site. Additional bubble testing conducted by packaging subject matter experts confirmed that although the tyvek was thinner in the affected area, it did not breach and did not compromise sterility. The event was initially reported to FDA in error based on preliminary results. Based on final testing and engineering review, the event does not meet reportability criteria under 21 cfr 803.3 and 803.50. The MDR remains on file for traceability; however, this supplemental report corrects the record to reflect that the event is not reportable.